Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had changed the infusion set during the night and the next day they had woken up to a blood glucose level that was almost 400 mg/dl. They took 10 units and another 7 units of insulin to bring the high blood glucose down. After about 30 minutes their blood glucose level had risen to 450 mg/dl. They then changed the infusion set and filled the tubing and the reservoir with 27 units of insulin. They treated the high blood glucose with another 10 units of insulin and their blood glucose level was coming down. The customer had symptoms of feeling light headed, weak, and thirsty. The customer declined troubleshooting for infusion set and bent cannula. The device will not return for analysis.